Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. For clarification, the instrument was found to have a dislodged cut electrode at the distal end. The cut electrode was observed to be partially lifted from the bottom jaw of the grip set but is still attached at the base of the grips. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. A review of logs showed no failures. The instrument was also found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. Electrical continuity was tested and passed.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the screw at the tip of the jaw of the synchroseal instrument came loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.